Event description:
The customer reported that the system failed to boot. There was no report of a pt or user injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue was duplicated. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.